Event description:
It was reported the ECG was noisy and connection was bad. It was also reported connection to rf head was bad. Could not always interrogate devices. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a loose electrocardiogram (ECG) connector. It was also noted that one keyboard button was ripped off and the system fan was noisy.